Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate high voltage therapy. It was noted that the right atrial (ra) lead was undersensing which led to incorrect detection of ventricular tachycardia (vt). The lead remains in use. No further patient complications have been reported as a result of this event.